Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Unknown procedure, da vinci robot - "dr. Was inserting the trocar and the cannula broke in the middle of the shaft upon insertion. It was described as a clean break. A 10-2 motion was being used, and it was noted that the doctor has a lot of experience with the product. In regards to the da vinci robot, the mount//clamp was not being used with the trocar. This event happened three times on three different procedures." Patient status - no patient injury.

Manufacturer narrative:
The event product was returned to applied medical for evaluation with fifty-three (53) sterile units. No damage was observed on the sterile units. Upon inspection of the event unit, engineering was able to confirm the complainant's experience of a fragmented cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.